Event description:
Tampon left behind, piece of tampon stuck, retained tampon [foreign body in reproductive tract] infection in my tube- vagina, bacterial vaginosis [bacterial vaginosis] tampon unraveled without cause [device breakage] vaginal discharge [vaginal discharge] cramping- abdominal [abdominal pain] more (cramping) not related to cycle [condition aggravated] tissue build up on abdomen [abdominal mass] antibiotic complications [adverse drug reaction] vaginal odor [vaginal odour] pelvic pain [pelvic pain] rlq pain [abdominal pain lower] wet prep positive [potassium hydroxide preparation positive] had tampon fall apart as she removed it...foreign body present vagina [complication of device removal] right adnexa tenderness [adnexa uteri pain] vaginal bleeding, spotting [vaginal haemorrhage] urinary urgency [micturition urgency] dysmenorrhea [dysmenorrhoea] consumer sent email stating the tampons unraveled. No serious injury was reported. Follow-up: medical records revealed the consumer was seen in a clinic for issue of retained tampon. No serious injury was reported. Follow-up: additional medical records revealed the tampon fell apart as the consumer removed it. Small piece of tampon was removed from vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon left behind, piece of tampon stuck, retained tampon [foreign body in reproductive tract]. Infection in my tube- vagina, bacterial vaginosis [bacterial vaginosis]. Tampon unraveled without cause [device breakage]. Vaginal discharge [vaginal discharge]. Cramping- abdominal [abdominal pain]. More (cramping) not related to cycle [condition aggravated]. Tissue build up on abdomen [abdominal mass]. Antibiotic complications [adverse drug reaction]. Case description: consumer sent email stating the tampons unraveled. No serious injury was reported. Follow-up: medical records revealed the consumer was seen in a clinic for issue of retained tampon. No serious injury was reported.